Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with 80% stenosis and heavy calcificaton. A 3.0x38mm stent was implanted. The xience skypoint stent delivery system (sds) was advanced with resistance due to the anatomy and used 6french (f) guideliner to deliver the stent distally in the lesion. During deployment, contrast leak was noted into the vessel and was unable to expand the stent balloon and pressure in the inflation device could not be increased because of the leak. The patient had a brief asystole due to ischemia caused by the continuous contrast leak but spontaneously recovered. There was difficulty in removing the sds as the proximal struts were flared by the faulty balloon. The guideliner was used to remove the delivery system safely out of the vessel. Another stent was used to complete the procedure. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material deformation and material rupture were confirmed. The reported difficult to advance/position and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of arrhythmia and ischemia are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The xience skypoint stent delivery system (sds) was advanced but got stuck with the guideliner. Upon removal, a flared stent strut was noted and a hole/tear was observed on the balloon. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the following information was provided: the procedure was to treat a lesion in the mid right coronary artery (rca) with 80% stenosis and heavy calcification. A 3.0x38mm stent was implanted, however, a short lesion was noted just distal to the stent. The 3.0x12mm xience skypoint stent delivery system (sds) was advanced with resistance due to the anatomy and used 6french (f) guideliner to deliver the stent distally in the lesion. During deployment, a contrast leak was noted into the vessel and was unable to expand the stent balloon and pressure in the inflation device could not be increased because of the leak. The patient had a brief asystole due to ischemia caused by the continuous contrast leak but spontaneously recovered. There was difficulty in removing the sds as the proximal struts were flared by the faulty balloon. The guideliner was used to remove the delivery system safely out of the vessel. Another stent was used to complete the procedure. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.